Manufacturer narrative:
Reference number: (B)(4). Exemption number: e2013003. Covidien is submitting this report on behalf of c.r. Bard, inc., (importer). Bard's tracking number: (B)(4). H6: patient code(s) - 1871, 2146, 2275, 1932, 2120, 1994, 2119, 1928, 2348.

Event description:
According to the reporter, the patient underwent stress urinary incontinence and pelvic organ prolapse repair with two covidien mesh devices. As a result of the sling slipping, the patient experienced recurrent incontinence and subsequently underwent a second repair with two additional covidien meshes. She continued to have pelvic fullness and bloating, urgency, right upper quadrant pain, frequency, right lower back pain, painful burning sensation in right groin with right leg pain in a.m., recurrent and chronic urinary tract infections, removal of 2 colon polyps, urge incontinence, pain in right butt cheek, fecal incontinence, chronic cystitis, urinary retention, on exam was found to have palpable mesh anteriorly with overcorrection of the entire anterior segment, vaginal pain, dyspareunia, vaginal scarring, eroded mesh, vaginal prolapse and shortened vaginal canal. The patient underwent bilateral paravaginal dissection, bilateral pararectal dissection, removal of sling, urethral lysis, removal of mesh, anterior and posterior colporrhaphy on (B)(6) 2014. She then continued to have minimal sensation to bladder filling, genuine stress urinary incontinence, rectocele, prolapse of vaginal vault, a high compliance bladder, vaginal enterocele and cystocele. The patient underwent sacrospinous colpopexy, sling urethropexy, cystocele repair, anterior colporrhaphy, rectocele repair, posterior colporrhaphy, colpoperineorrhaphy, and suprapubic tube placement on (B)(6) 2014.